Event description:
Hello, my name is (B)(6) and I am writing you in hopes of finding some help. I had breast augmentation in 1996, young and (B)(6), and now I am paying for it with my health. I had no idea that what I am experiencing today, would have been the outcome of such a bad mistake. I am in severe pain, most often I can't even fully describe the degree of my pain because it's worse than I've ever felt. When I made this mistake of getting implants for cosmetic reasons, I really didn't know what I was getting myself into. I was trying to please a guy that I was dating at the time, so I agreed with him and got this done. I am now under total disability and have no means of getting these horrible things removed, so I can live a pain free life. I can't even sleep on my left side because that side hurts to touch. I recently went to a doctor to see what he could do, and he said he would write a letter to (B)(6) to see if he could get a pre-authorization and only then would he do the surgery to free me from this pain that I have been experiencing for the past 2-3 years. Today, I found out that (B)(6) responded to him by saying that they won't pre-authorize this surgery, however, after the surgery, they will make a determination whether they would pay him. Well, at this point, I don't know where else to turn because I can't afford to pay for this surgery and dr (B)(6) will not perform it without being paid first. Dr. Stated that I am in a stage 3 and 4 capsular contracture, and this is where all of my pain is stemming from. I have not had a mammogram in I don't know how many years, due to the pain of merely touching my breasts. I have multiple lumps in my left breast. I honestly don't know where else to turn. All I know is that I really need some help in this matter, I don't know how much longer I can tolerate this pain that I am in. Can you please give me a sense of direction in this matter? Your help will be greatly appreciated. Thank you, (B)(6).